Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unk. According to the reporter: it was reported that the plastic from the inside of the cannula, came off. This occurred before entry into the pt. No pt contact. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.